Event description:
Patient underwent rf ablation of both left and right greater saphenous veins for two incompetent perforators, through two separate accesses. A follow-up visit was conducted in 2006, and an ultrasound was performed, which detected a deep vein thrombus. The patient was treated at that time with plavix 150mg for the 1st 2-days, then plavix 75mg taken every day. An additional follow-up visit three months later, found the patient going well. With support stockings and leg elevations, the patient has had no recurrent exacerbations.

Manufacturer narrative:
No malfunction was reported, and product was not returned.